Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved.